Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 7076969.

Event description:
It was reported that the patient developed infection. The patient underwent an explant procedure and was doing well postoperatively. Additional information was received that the infection was located at the paddle site, presenting with symptoms of redness, swelling, and pus. The patient was given wound vac and put on intravenous antibiotics (IV) for about a month. All explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed infection. The patient underwent an explant procedure and was doing well postoperatively.